Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Daughter stated that the plug had broken off and gotten stuck in the wall. She explained that she had to turn off the entire electricity to get it out. MDR filed.